Manufacturer narrative:
Additional information: h6, h11. D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq large volume pumps (lvp) were under infusing medication to the patient. It was observed that there were multiple occurrences of significantly more fluid left in the bag after therapy was complete. The pumps would indicate that the infusion was completed; however, excessive residual volume was left in the bags. There was no report of patient injury or medical intervention associated with this event. No additional information is available.